Event description:
It was reported to philips that the system was unable to perform exposure. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, vascular procedure was performed by the customer when the issue occurred and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to perform exposure. Review of the system log file showed that the defective tube. To resolve the issue, fse replaced the tube, completed tube calibration. The defective tube was returned to philips for analysis and confirmed the failure due to vacuum leak. The system was returned to use in good working order. The codes were updated based on the investigation outcome.